Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Changing your pod: chapter 3 / pages 48: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings 4 / page 55: warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported that the cannula retracted from the patient's skin, while wearing the pod on the arm between 24 and 36 hours indicating a needle mechanism failure. The patient's blood glucose (bg) levels were affected. A manual insulin injection using a pen was administered to treat the hyperglycemia, a new pod was applied and patient had lots of fluids.